Manufacturer narrative:
The reported incident that kirschner wire, diam.1.0x160mm, was alleged of issue s-11 (breakage during surgery) could not be confirmed, since the device was not returned for evaluation and no other evidences were provided. The k-wires are already discarded by our customer. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. If the device is returned or if any additional information is provided, the investigation will be reassessed. If any further information is provided, the investigation report will be updated. Device not returned.

Event description:
It is reported by the nurse, that the k-wires broke at the entry point. Also, the tip of the screwdriver broke. Nothing fell into patient. Non stryker devices were used to complete the procedure successfully. Surgical delay of 60 minutes not longer.